Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was unable to charge the pump battery as end of cable detached. Customer's blood glucose was not impacted. Reportedly, customer changed the usb cable to resolve the issue.